Manufacturer narrative:
D9: updated, device received. H3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the device was returned without monofilaments and out of original packaging. The device shows no signs of stress or deformation. A functional evaluation revealed the wheels of the device functioned properly. Passage of monofilament could not be applied as not returned with device. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during shoulder arthroscopy/anterior labrum repair, outside the patient, using accu-pass str shuttle 45 deg rght crve the handle could not be reloaded, the monofilament would stop progressing on the wheels. The procedure finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.